Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer reported via phone call that she had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer was unable to troubleshoot because of the past events. The customer reported via phone that the insulin pump alarm low battery, failed battery test and blank display. The customer was advised to use new battery. The customer was advised to monitor the insulin pump and we will send a new battery cap.